Event description:
A report was received that the patient had developed an infection at the pocket site. The symptoms of infection were fever and discharge. The physician believes the infection is procedure related. The physician explanted the scs system and precribed the patient oral and IV antibiotics.

Manufacturer narrative:
The ipg passed the visual inspection and performance tests. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. The damage to the leads was a result of the explant procedure and was not considered a failure. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the pocket site. The symptoms of infection were fever and discharge. The physician believes the infection is procedure related. The physician explanted the scs system and precribed the patient oral and IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50. Serial#: (B)(4) model description:linear st lead with preloaded enhanced stylet - 50 cm.